Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was found dislodged as it did not deploy properly, and it was sticking out of the patient¿s skin. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was opened in a sterile field. The deployer was a trained mynx user. The mynx vcd was used in an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The stick location was the common femoral artery (cfa) above the bifurcation and below the inferior epigastric artery (iea). The deployer had completely shuttled down the device. The patient was not thin. The patient was noted to have recovered; was not hospitalized and the patient's hospitalization was not extended as a result of the event. Manual pressure was applied and held for twenty minutes to achieve hemostasis. Other additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f1932202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to hold the tamp tube in place, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen.¿ failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was found dislodged as it did not deploy properly, and it was sticking out of the patient¿s skin. Therefore, manual pressure was applied and held for twenty minutes to achieve hemostasis. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was opened in a sterile field. The deployer was a trained mynx user. The mynx vcd was used in an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The stick location was the common femoral artery (cfa) above the bifurcation and below the inferior epigastric artery (iea). The deployer had completely shuttled down the device. The patient is not thin. The patient was noted to have recovered; was not hospitalized and the patient's hospitalization was not extended as a result of the event. The device will not be return as it was discarded. Other additional procedural details were requested but are unknown.